Event description:
It was reported that the following issue was observed on the device: "354.677o." Reported problem cause description: "hardware failure." Hence, the work performed in the device includes: "checked internal component. Reseated connections of pressure sensor and logic board. Ran test and still error occured, replaced logic board and pressure sensor. Performed calibration. Performed ppm after the repair." There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b17 annex c: c20 annex d: d15 additional information: annex a: a0721 annex b: b15 annex c: c17 annex d: d02 annex g: g02005 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "354.677o." Reported problem cause description: "hardware failure." Hence, the work performed in the device includes: "checked internal component. Reseated connections of pressure sensor and logic board. Ran test and still error occured." There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had checked internal component. Reseated connections of pressure sensor and logic board. Ran test and still error occured was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.